Manufacturer narrative:
The catheter was returned for co's evaluation. The nature of the tear indicates it had been torn by a sharp object - most likely plaque.

Event description:
Balloon burst during surgery. No pt injury.